Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 674307 the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c-rings broke. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. The c-ring assembly was not engaged with the hemopro/hemopro-2 jaws. They checked it and no signs of burn or char and it separated right in the middle. Short delay opening a new device. There was no injury to the patient and nothing fell into the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c rings broke. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. They checked it and no signs of burn or char and it separated right in the middle. Small delay opening a new device. There was no injury to the patient and nothing fell into the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g4, g7, h2, h3, h6, h10. The lot # 25163179 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/16/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. There were two (02) cannulas observed in the photograph, one which is being investigated in onetrack 674307. Both c-rings were observed to be split in the center of the c-ring. There were no other visual defects observed. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the photograph evaluation as well as the evaluation results, the reported failure "break'c-ring" was confirmed.